Event description:
Consumer called to report testing their blood for 2 days and getting high readings. Had their meter compared to a lab reading. Analysis run on c lark error grid using lab readings (130) as reference point vs, bd reading (430) yielded some data points in the c range of the grid, outside acceptable limits.